Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the lead impedance were too high. It was noted that the ins was discarded by the physician. There were no further complications reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-nov-2018, UDI#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had multiple falls and the lead & ins battery were revised as a result. During the removal, the physician was unable to retrieval a portion of the lead. It was noted that the physician used proper technique to remove the lead but it severed/split and was unable to be fully removed. The physician continued to try to retrieve the distal portion using proper instruments but it was too deep and fixated in the foramen unable so it was left in place. A new lead was placed on the patient¿s left (contra lateral side) and connected to the ins. The explanted portion of the lead was discarded by the physician. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.